Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, minor scratched display window.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 104 mg/dl. The customer stated that there is crack on the screen of the insulin pump. The customer stated that he was playing football and tackeled him causing him to fall on the device and the screen is messed up. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.